Event description:
The customer reported via phone call that they were hospitalized for 7 days. The details of the customer's hospitalization was unknown. The customer also requested assistance with programming their insulin pump. Customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.